Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this series of 14 episodes for a single patient with the s-ICD device a219_217293 device, was discovered while reviewing latitude reported episodes for the emblem MRI s-ICD study. The rhythm looks like it starts out as an svt that receives multiple shocks from the device without resolution of the rhythm, by episode 3 it is unclear if it is still an svt or a low amplitude vf rhythm (possibly triggered by the preceding shocks).